Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter indicated that the pump did not vibrate or alarm audibly with a low battery warning. The reporter stated that since replacing the battery on the pump, there have been no further issues and the alarms were working correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.